Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently miscalculated a bolus and blood glucose (bg) levels decreased; however, no bg values were provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.